Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd medication cassette, attached to a pump was leaking and alarming with cassette attached. It was reported the end user was able to attach another cassette and continue infusion. Per reporter the end user was on veletri and was self-titrating the dosage down, which the doctor was aware of, and reported the dosage as, veletri: dose 11ng.kg.min, 74 ml.24hr pump rate, using 1 - 1.5mg vial. Titration order: increase dose by 1ng.kg.min every 14 days until goal of 20ng.kg.min.